Event description:
A customer contacted beckman coulter inc. (Bci) stating that the physician questioned sodium (na) results for one patient that were generated by the unicel dxc 600 pro synchron chemistry analyzer. The erroneous results were reported outside the laboratory. The lab reran all the specimens from that run and found four discrepancies with sodium (na), potassium (k), and chloride (cl). The laboratory only amended one patient record for na. The results, provided by the customer. Patient treatment was not initiated or withheld based upon the false results reported.

Manufacturer narrative:
Qc prior to and after the event was within lab-established ranges. Service is scheduled to install ise module (mod).